Manufacturer narrative:
B5): additional information: indication for procedure obtained. Additionally, the event has been determined to no longer be reportable. A2): patient''s age populated. A3): patient''s gender populated. A4): patient''s weight populated. A5a./5b.): patient''s ethnicity/race populated. B7): other relevant history populated. D4): device serial number populated. D9): the device was returned to the manufacturer for evaluation on 26sep2023. D10): lead information populated. G3): the device evaluation and investigation were completed on 06oct2023. H3): visual inspection found the glidelight catheter in good working condition with no exposed fibers or damage noted along the entire length of the catheter. However, an unknown white material was noted protruding from the catheter''s distal tip. A borescope confirmed the unknown material was visible within the inner lumen, along with minimal biologics. With force and dissection, the unknown material was able to be removed, measuring approximately 2 cm long, and rubbery in nature. Comparing the material to a photo of an abbott durata rv ICD lead, it closely resembled that of the lead''s anchoring sleeve. This correlates with further information obtained regarding the manufacturer and model of rv lead being removed during the procedure. H6): based on the device evaluation and investigation, this has been determined to be a use related failure due to failure to follow instructions. The spectranetics instructions for use (IFU) for the glidelight device states to sever the lead terminal pin and remove the anchoring sleeve, prior to attempting lead removal. Medical device problem code corrected to 1670 (from 1562). Component code corrected to 4755 (from 772 and 814). Hecc code corrected to 4582 (from 4565). Heic code 2199 remains applicable as listed in the initial MDR. Type of investigation corrected to 10 (from 4114). Investigation findings code corrected to 213 (from 3221). Investigation conclusions code corrected to 61 and 18 (from 67). Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
Additional information: a lead extraction procedure commenced to remove a right ventricular (rv), a right atrial (ra) and a left ventricular (lv) lead due to cied system/pocket infection. This event is no longer reportable for unintended radiation exposure, potential for harm. Device evaluation confirmed no exposed or broken fibers were present on the glidelight catheter.

Event description:
A lead extraction procedure commenced, and a spectranetics 16f glidelight laser sheath was used for the procedure. Upon removal from the patient, damage was observed at the tip, with exposed fibers. Use of the device was discontinued and new 16f glidelight was used to complete the procedure, with no reported patient harm. This event is being reported for unintended radiation exposure, potential for harm.

Manufacturer narrative:
A2): patient''s date of birth, age unk a3): patient''s gender unk a4): patient''s weight unk a5a./5b.): patient''s ethnicity/race unk b6): relevant tests/laboratory data unk b7): other relevant history unk d4): device serial number unk h3/h6): the device was not returned to the manufacturer, thus no investigation could be completed and the reported failure could not be confirmed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.